Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic gastric sleeve, after the third firing, the surgeon had difficulty pulling the black knobs. The fourth reload was loaded on the handle without difficulty. The device was then clamped on the tissue, but the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The surgeon opened the jaws and the device was unloaded without any difficulty. Another reload and handle were used to complete the case and no further difficulty was encountered. There was no patient injury.